Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the black power cable connector nut being damaged was confirmed. The system controller (serial number: (B)(6)) was returned with black tape wrapped around the connector nut on the black power cable. The tape was removed, revealing that the connector nut was broken and was being held together by the tape. The controller¿s black power cable was able to connect to a test power module patient cable connector and support a mock circulatory loop; however, the power cable could not be secured due to the broken connector nut. The system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The broken connector nut did not affect the controller¿s ability to operate the pump at the set speed. The log file downloaded from the system controller contained approximately 7 hours of data (07:26 ¿ 14:26 on 30oct2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 03mar2017. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, provides guidelines for connecting and disconnecting the power cable connectors, including how to properly tighten and loosen the connector nut to avoid damage. Under ¿guidelines for power cable connectors¿, the handbook states ¿tighten the connection between the connectors by turning the nut on the connector. Hand tighten the nut; do not use tools. Do not twist the connectors when turning the nut¿. Heartmate 3 instructions for use section 8 , entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explains how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The black connector nut of the controller broke, resulting in controller exchange.